Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a ruptured membrane in the oxygenator. The oxygenator was exchanged. The patient was cannulated late afternoon on (B)(6) 2026 and the rupture was early morning on (B)(6) 2026. The circuit was primed the day before cannulation, (B)(6) 2026, as the back-up circuit/next to use. Pump speed, fluid flow, and inlet/outlet pressures were 5.1 lpm, 4150 rpm, fdo2 100, and 3 lpm sweep.